Event description:
A customer contacted global technical service (gts) regarding assistance with a check patient line (cpl) alarm during fill on the home choice (hc). The technical service representative (tsr) had the home patient (hp) turn the machine on and resume ending therapy. The caller found a cotton-like glob in the cassette and agreed to hold on to the sample for product surveillance. The caller was to finish therapy manually. The hc was operational and a swap of the device was not necessary. There was patient involvement but no injury or medical intervention was reported. Product surveillance contacted hp on (B)(6) 2012 regarding the particulate matter found during a check patient line alarm. The hp reported that the issue was resolved by stopping therapy. When the hp called to report the alarm later that same morning, upon removal of the cassette the hp had found what he described to be a "cotton ball like" particulate matter inside of the cassette. The hp stated that he did not have fibrin. The hp said he was going to take it to his registered nurse the next day. The hp had informed his nurse of what he had seen. Per the hp, he did not have any injury or harm as a result of this incident. The hp stated that he was doing fine and continuing therapy without issues. The hp stated that he still had the cassette and would hold it for evaluation. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of particulate matter was confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The actual sample was received and evaluated. The set was visually inspected, and what appeared to be fibrin was noted in the cassette. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. The sample was run on a homechoice with no issues noted. The sample was confirmed for the reported problem through evaluation. Manufacturing and quality personnel were notified of the occurrence.